Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s721usqsbczd1 hardware: sm-s721u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure that the cannula was seated properly in the infusion site. Reported symptoms include malaise, increased urination, generalised body aches and vomiting. The patient was treated with intravenous fluids and 10u of insulin administered intravenously. The patient was released 20 hours later, on (B)(6) 2026.